Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt contacted a zoll pt service representative to report that he was treated. The pt reported that he was conscious when the device shocked him and "knocked him across the room." A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 171 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The pt reported that paramedics came to the scene and put a cardiac monitor on him. They reportedly told the pt he was okay, so the pt refused to go the hosp. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 05/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.